Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, an annuloplasty ring was explanted after an implant duration of 56.60 months due to unknown reasons. A 6900p valve was implanted as a replacement.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device history record (DHR) review is in process. The device will not be returned as it was discarded at the hospital.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.